Event description:
Initial (B)(6) 2025). This serious case reported on bazaarvoice refers to a female consumer of unknown age who used the dentek fun flossers for an unknown indication. On an unreported date, the consumer used the floss and reported it caused some of her tooth to break off. It is unknown if the child was supervised during use. This case outcome is unknown. Due to the platform the company is only able to follow up with a reply to the consumer once. Meddra version 28.0 expectedness: tooth fracture: unexpected. According to the company reference safety information.